Event description:
Reporter indicated that the patient experienced a 3-6 second episode of asystole during the first lead test at implant. It was reported that the surgeon had difficulties dissecting out the vagus and placing the lead on the nerve. This took over two hours and it was reported that the surgeon normally completes this in about 45 minutes. Near the end of the lead test the patient's heart rate dropped to the 50's then patient had a 3-6 second episode of asystole. It was reported that the programming wand was removed during the lead test, but the device was re-interrogated to ensure that it was not programmed to on, which it was not. Atropine was given by the anesthesiologist eventhough the patient's heart rate was returning rapidly to the baseline. The surgeon elected to continue with the replacement, but not run another lead test. The surgery proceeded with no further problems. Further follow-up revealed that the patient returned to work 3 days after the implant surgery with only minimal hoarseness present and is doing wonderfully. Physician plans to program the device to on. Attempts to obtain additional information have been unsuccessful to date. The physician will not release medical records due to patient confidentiality.